Manufacturer narrative:
The sample was not returned so sample evaluation could not take place. The lot number was not provided so a DHR and sterilization review was not possible. The product number was not provided so the product sku is not known. Based on the available information, a definitive causal relationship between the use of the hollister catheter and the reported urinary tract infections (utis) could not be established.

Event description:
It was reported that the vapro intermittent catheters appeared to be stiffer and there was an increase in stinging sensations during insertion and removal of the catheter from the urethra. It was further reported that, on several occasions, blood was observed accumulating within the distal 50mm of the catheter tubing, and the end user subsequently developed a urinary tract infection (uti).